Event description:
Device malfunction: none. Symptoms/ae: cerebral bleed, intubation and sedation. Patient died. Time of symptoms/ae: after discharge from hospital. It was reported that in 2006, the patient was found unresponsive at home and taken to hospital. MRI revealed a cerebral bleed. The patient was transferred to tertiary center, sedated and intubated. Myocardial infarction (mi) by elevated troponin levels, right arm weakness, propofol. Unable to wean dnr, dni life support withdrawn and patient died 4 days later. No additional information available.